Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the conical obturator is broken off. There was no harm for patient, operator or third party. No further information received. Update on (B)(6) 2022: it was confirmed that the device broke during a surgery during insertion. The breakage point was outside of the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a different device.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection it was noted that the shaft broke off near the handle. The cause of this is undetermined.